Event description:
It was reported that the setscrew could not be rotated. The header of the device was thus smashed and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw. If information is provided in the future, a supplemental report will be issued.